Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed no anomalies; the device was in good condition. No evidence was available to review in the event history logs. Functional testing was performed and the reported issue was able to be replicated; during power up the pump defaulted back to factory settings. The updated operator's manual describes the change of the cadd ms-3 memory in august 2016 to a new chip that draws more power and therefore decreased the battery life of the rtc battery from 30 days to 2 days. The manual states pumps shall be stored with the aaa battery in the pump. The pwa board was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Event description:
It was reported, the pump has an internal memory battery failure. No adverse patient effects were reported by the customer.